Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited undersensing on this right ventricular (rv) channel. Technical services (ts) recommended to lower the detection zones in the presence of undersensed ventricular fibrillation (vf) after making the device more sensitive. This could potentially allow the device to sense more beats in a zone of detection if there was undersensing. Ts reviewed the rv lead trends and noted that there were some r-wave amplitudes down to 3.3-5.1mv. There was some variability in the morphology which could be contributing to undersensing due to tall/short behavior. Boston scientific representative stated that this patient was very sick and was also on the heart transplant list on one pint. Bsc representative discussed options for programming. This rv lead currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited undersensing on this right ventricular (rv) channel. Technical services (ts) recommended to lower the detection zones in the presence of undersensed ventricular fibrillation (vf) after making the device more sensitive. This could potentially allow the device to sense more beats in a zone of detection if there was undersensing. Ts reviewed the rv lead trends and noted that there were some r-wave amplitudes down to 3.3-5.1mv. There was some variability in the morphology which could be contributing to undersensing due to tall/short behavior. Boston scientific representative stated that this patient was very sick and was also on the heart transplant list on one pint. Bsc representative discussed options for programming. This rv lead currently remains in service. No adverse patient effects were reported.